Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during an av fistula procedure during use of a dlp cardiac suction tube soft tip it was reported that the ¿blue tip¿ came off in the patient during suction. The tip was removed by forceps. It is unknown if the device was replaced. There was no adverse effect to the patient as a result of this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.